Manufacturer narrative:
The devices have not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the devices are returned. The device history report was not able to be reviewed as no lot number was given.

Event description:
It was reported that the facility has had three patients that have had severe shoulder infections due to use of the devices. Additional information was requested three times, but no additional information was given. Two of three with report number 2134070-2016-00012.